Event description:
A health care professional reported that, during the intraocular lens (iol) implant procedure significant scratch on the implanted iol. Explant required. Backup iol placed in bag. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4) .

Manufacturer narrative:
The lens was returned in a small stoppered vial. The lens was removed from the vial for evaluation. The lens has a small amount of viscoelastic observed. The optic has been cut into two pieces. A large scrape mark is observed on the posterior surface of the optic. The damage is near one optic/haptic junction and travels across both optic portions. A qualified cartridge was indicated with a non-qualified viscoelastic. The handpiece used was not provided. It is unknown f a qualified handpiece was used. The lens was returned and a large scrape mark was observed on the posterior optic surface. The root cause for the observed damage may be related to a failure to follow the instruction for use (IFU). The large scrape observed may have been caused by a plunger underride during advancement. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).